Event description:
Information received indicates when the head down switch is released the head section will rise back up unintentionally.

Manufacturer narrative:
The facilities maintenance is unaware if bed was repaired. He stated several people at their company repair beds.